Event description:
The customer reported that the pencil would not work. The pencil made the generator buzz, so they got another one to stop the buzzing. No injuries occurred. Initial evaluation of the incident pencil found the pencil to self-activate.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.